Manufacturer narrative:
Hamilton medical ag case number is cer 156110. Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: · hamilton medical ag received the following incident description: "the intellicuff device alarms (tf10)". · this occurrence was noticed during patient ventilation. · there is need for medical intervention reported. The defect intellicuff is replaced. · neither harm to the patient, user or third party has been reported. The investigation is still ongoing.